Manufacturer narrative:
(B)(4). D10: femoral head +10.5x32mm dia, item: 00801803205, lot: 62285353. 36mm i.d. 7mm offset size hh liner use with 50mm o.d. Size hh shell, item: 00875400936, lot: 65461706. Bioloxâ® option, head, l, ã¸ 36/+3.5, taper 12/14, item: 00877703603, lot: 3234918. H6: proposed component code: mechanical (g04) - stem. The customer indicated that the product remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision due to metallosis and cobalt levels. Metallosis was noted on the taper at the neck and head junction. The head and liner were revised. It was confirmed that no further information could be provided.